Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the plunger could not be replicated in a testing environment as it was based on operational circumstances. The failure to deploy the suture could not be confirmed; however, a needle to cuff miss/suture retrieval issue and foot break were observed. The location of the foot is unknown. In this case, it is possible that a needle deflection due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in difficulty deploying the plunger, the observed needle to cuff miss/suture retrieval issue and observed foot break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, resistance was felt during deployment of the needles. The suture was deployed and remains inside the device and was not located in the artery. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr then 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.